Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery(removal of essure)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient had surgery in the morning (unspecified date) and stated hopefully she can sleep. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('surgery(removal of essure)/I passed a blog clot the size of quarter') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dizziness ("extremely dizzy/dizzy spell"). The patient was treated with surgery (essure removal). At the time of the report, the genital haemorrhage and dizziness outcome was unknown. The reporter considered dizziness and genital haemorrhage to be related to essure. The reporter commented: patient had surgery in the morning (unspecified date) and stated hopefully she can sleep. Concerning the injuries reported in this case, the following one was reported via social media: genital bleeding, dizziness . Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received (social media): event medical device removal pt was updated to genital bleeding and other I passed a blog clot the size of quarter, extremely dizzy/dizzy spell events added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.